Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer¿s current blood glucose level was 116 mg/dl. The customer was treated with manual injection. Troubleshooting was performed for high blood glucose. The customer also stated that the reservoir had air bubbles. Troubleshooting was continuing for air bubble and noticed that the customer did not allow insulin to warm to room temperature prior to filling reservoir. The insulin pump will not be returned for analysis.